Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while usingbd facs¿ spa iii (337170 upgraded) there was leakage of biohazard not contained within instrument. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that while usingbd facs¿ spa iii (337170 upgraded) there was leakage of biohazard not contained within instrument. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)---liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)--not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)--no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)--biohazard . 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)--before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.)--no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)--no.

Manufacturer narrative:
H.6 investigation summary (B)(4) pn: 337170 spaii sn: (B)(6) date reported: 08/26/2022 investigation summary: scope of issue: the scope of issue is limited to part: 337170 spaii and serial number: (B)(6). Problem statement: customer reported: wash tower is overflowing . Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 26aug2021 to date 26aug2022 (rolling 12 months). Complaint trend: there are 7 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 26aug2021 to date 26aug2022 (rolling 12 months). Complaint data attached. Investigation result / analysis: per fse¿s report: thoroughly cleared all blockage from the clogged fitting and flushed the waste line and filter. Fluid is now being pulled to waste from the wash tower as expected. No calibrated equipment was used. Clearing the waste line resolved the reported issue. The instrument is operating as intended and is testing without errors no further issues sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4), install date: 23feb2006, defective part number: there were no defective parts, work order notes: subject / reported: wash tower is overflowing problem description: fluid leak cause: clogged fluidic line fittings work performed: cleared clogged fittings solution: cleared clogged fittings returned sample evaluation: there were no defective parts manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn337170 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes/no. Hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide risk control: afap mitigation(s) sufficient yes/no root cause: based on the investigation result and the fse¿s report the root cause was a clogged fittings. Conclusion: based on the investigation results the complaint was confirmed for wash tower overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Manufacturer narrative:
'Removed "complaint data attached" from investigation summary. H.6 investigation summary. (B)(4) pn: (B)(6) spaii sn: (B)(6) date reported: 08/26/2022 investigation summary: ¿ scope of issue: the scope of issue is limited to part: 337170 spaii and serial number: (B)(6). ¿ problem statement: customer reported: wash tower is overflowing. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 26aug2021 to date 26aug2022 (rolling 12 months). ¿ complaint trend: there are (B)(4) complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2021 to date (B)(6) 2022 (rolling 12 months). ¿ investigation result / analysis: per fse¿s report: thoroughly cleared all blockage from the clogged fitting and flushed the waste line and filter. Fluid is now being pulled to waste from the wash tower as expected. No calibrated equipment was used. Clearing the waste line resolved the reported issue. The instrument is operating as intended and is testing without errors. O no further issues. O sample preparation was not affected. O there was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# (B)(6). Install date: 23feb2006. Defective part number: there were no defective parts work order notes: o subject / reported: wash tower is overflowing. O problem description: fluid leak. O cause: clogged fluidic line fittings. O work performed: cleared clogged fittings. O solution: cleared clogged fittings. ¿ returned sample evaluation: there were no defective parts. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified?: yes/ no. O hazard ID: 3.1.29. O hazard: environmental biohazard. O severity: 5. O probability: 1. O risk index: 5. O implementation: bd facs sample prep user¿s guide. O risk control: afap. O mitigation(s) sufficient: yes / no. ¿ root cause: based on the investigation result and the fse¿s report the root cause was a clogged fittings. ¿ conclusion: based on the investigation results the complaint was confirmed for wash tower overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facs¿ spa iii (337170 upgraded) there was leakage of biohazard not contained within instrument. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5): biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6): before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.): no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.): no.